Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the non tortuous, non calcified, 70-80 % stenosed right coronary artery (rca). The vessel diameter was reported as 3.0 mm. The lesion was pre-dilated with a crosssail 3.0 x 15 mm balloon. The physician implanted a taxus express2 8.8% 3.00 x 16 mm drug eluting stent in the rca and deployed it at 14 atms for 45 seconds. The balloon was deflated without problems and when he attempted to remove the balloon it was sticking. The physician was able to get the balloon out in about 5 seconds. There were no reported pt complications or injuries. The pt was given heparin during the procedure and plavix for follow-up. The pt's condition is reported as good.